Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
The initial report was submitted with incorrect information. The correction has been made in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received medical treatment for site issue. The customer's blood glucose level was unknown. The customer reported that they had irritation at the site. Customer did avoid touching connecting parts of the sensor or site location after cleaning site. The device will not be returned for analysis.